Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) surgery due to device split at the joint of implant tubing and cylinder on (B)(6) 2019. Device was implanted on 2009. No patient complications were reported in relation to his event. Additional information was received, however no further information was available.